Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a drug diversion of hydromorphone occurred. A patient diagnosed with sickle cell disease was admitted and during their hospital stay the device logs showed there were changes made to the pump that were unaccounted for. The device logs showed that the device had been reprogrammed. It is possible the patient had a key to open the pca module. Nurse involvement could not be ruled out. No additional information was provided.